Event description:
It was reported that the infusion set underdelivered: "delivered" volume was 96mls but the actual delivered volume was 76mls - a 21% error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination; there were no obstructions, kinks or other workmanship defect were detected. The sample was tested for accuracy; connected it to the cassette, to look for unusual function; the accuracy test failed. The most probable root cause of the issue was that the reduction of the diameter caused an under delivery. Actions(s) taken to mitigate the reported issue(s): production personnel was notified by the area supervisor as awareness of the failure mode reported by the customer.